Event description:
It was reported via repair work order that the bed was stuck in an elevated trend position due to a broken lift motor coupler at the foot-end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed was stuck in an elevated trend position.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Follow-up submitted as further investigation determined the bed was stuck in an elevated trend position due to a broken lift motor coupler at the foot-end. The issue was resolved for the customer by providing troubleshooting and repair assistance.